Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main cubie drawer failed and was not detected on the bus. A field service engineer reseated row board connection to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the main cubie drawer failed and was not detected on the communication bus. The customer reported that the device malfunctioned while administering medication, necessitating the use of an alternative device, which resulted in a slight delay. However, there were no adverse events or injuries reported based on this event.